Event description:
It was reported that the patient had experienced drug reactions with her pump. Patient let the pump run dry sometime back in 2002. Reporter stated that ever since then, the patient reacts with itching, headaches, and nausea 2 weeks prior to her alarm (low reservoir volume). To avoid the issue, the patient goes in for the pump refill 2 weeks early and as a result, the healthcare provider wastes 2 weeks worth of the drug. There have been no reservoir volume discrepancies. The medication in the pump was lioresal. Additional information had been requested, however was not yet available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the health care provider (hcp) investigated the patient's stated reaction and "proved these reactions to be false".